Manufacturer narrative:
Device received with missing segments due to cracked zebra connector at lcd board. Device received with minor scratches on lcd window. Device received with cracked belt clip slot and battery tube threads.

Event description:
Customer reported via phone call that the device had a missing segment. Customer's blood glucose was 125 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.